Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm and no delivery alarm on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer was treated with manual injections. The troubleshooting was performed. The customer was advised that insulin pump will be replacedl. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The insulin pump is replaced due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.